Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
Reported via patient call center. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. At an unknown timepoint post implant, the patient reported they had a seizure and a non-bleed stroke. It has taken six (6) weeks or more to overcome not being able to walk and talk well. The patient had complete weakness.

Manufacturer narrative:
B2 outcomes attrib to adv event: updated with additional information received. B5 describe event or problem: updated with additional information received. H6: patient codes added. H6: impact code changed from f26: no health consequences or impact to f2203: imaging. Required and f08: hospitalization or prolonged hospitalization.

Event description:
Reported via patient call center. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. At an unknown timepoint post implant, the patient reported they had a seizure and a non-bleed stroke. It has taken six (6) weeks or more to overcome not being able to walk and talk well. The patient had complete weakness. It was further reported that the patient had obtunded with gaze deviation, sinus tachycardia and fever of 102.4 degrees fahrenheit several hours after procedure and symptoms persisted for two (2) days. The patient was on a ventilator for seizures. The computed tomography angiography (cta) showed a delayed right cerebral perfusion compared to left with suspected right m3 branch occlusion. And at time of discharge the patient was stable and back to baseline.